Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components on ca board sn (B)(4) and the u13 cmos-flash microcontroller on the bedside pca was corrupted.. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The root cause for the corrupted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that a patient was experiencing a battery charger/modem problem.